Event description:
On (B)(6) 2013, it was reported that the patient' blood glucose level was elevated to 200 mg/dl. His target range is 120-160 mg/dl. He stated that he had experienced elevated blood glucose levels for two weeks and bolusing with his infusion device would not correct the elevated levels. The patient switched to his backup infusion device and his blood glucose level returned to normal. The patient thinks the infusion device was delivering too low an amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, adapter, insulin cartridge, and infusion set were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.